Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 18-aug-2025, the user reported hyperglycemia with a highest blood glucose (bg) of 348 mg/dl after a supply change. The user replaced the infusion set, and insulin delivery resumed. Bg values were later corrected. No medical intervention was required.